Manufacturer narrative:
A supplemental MDR is being submitted for additional information from received from a follow up. The following sections of this report has been updated: update to b4, b5, g3, g6, h2, h6, h10. Investigation that was previously submitted remains accurate.

Event description:
As reported by our italian affiliates, during implant of a 26mm sapien 3 ultra in mitral position by transeptal approach within a 25mm edwards perimount valve, following the procedure, the patient suffered from anemia that led to renal failure due to hemolysis. The hemolysis was seemingly caused by an old paravalvular leak (pvl) between the surgical valve and the heart that did not cause hemolysis until the valve in valve procedure. As per medical opinion, it could have been caused by the blood crashing to the s3u cage. On post op day 10, post-dilation and a plug procedure to close the pvl without success.

Manufacturer narrative:
Per the instructions for use (IFU), hemolysis is a known potential adverse event associated with the thv procedure and the use of the edwards thv devices. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Red cells may break down due to mechanical damage, such as from artificial heart valves or heart-lung bypass; or they may be destroyed due to defects in the cells themselves. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate (that a previous paravalvular leak between the surgical valve and the heart) could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Remains implanted.

Event description:
As reported by our italian affiliates, during implant of a 26mm sapien 3 ultra in mitral position by transeptal approach within a 25mm edwards perimount valve, following the procedure, the patient suffered from anemia that led to renal failure due to hemolysis. The hemolysis was seemingly caused by an old paravalvular leak (pvl) between the surgical valve and the heart that did not cause hemolysis until the valve in valve procedure. As per medical opinion, it could have been caused by the blood crashing to the s3u cage. On post op day 10, a plug procedure was performed to close the pvl without success. No further information has been provided at this time.